Event description:
The patient stated that the paramedics were called for assistance due to low bgs. The patient stated that she received some kind of injection in her leg as well as a gel and a peanut butter sandwich. The patient stated that her bgs dropped due to the heat and a stressful situation with the passing of her grandfather. The patient declined troubleshooting for low bgs. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.